Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that episodes of non-sustained ventricular oversensing due to lead noise were noted. The lead was explanted and replaced. Patient condition was good following the procedure.